Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that no capture was shown on both the right atrial (ra) lead and the right ventricular (rv) lead post-operatively. Also, no sensing was noted on the rv lead. Both leads remain in use. No further patient complications have been reported as a result of this event.